Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected due to an inflammation. According to the surgical report severe mastoiditis and a retroauricular fistula were identified.

Manufacturer narrative:
Conclusion: device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely severe mastoiditis and a retroauricular fistula that affected the user's hearing performance. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.

Event description:
The user's hearing performance with the device was affected due to an inflammation. The user was re-implanted.